Event description:
It was reported that there was a volume discrepancy; the actual residual volume was greater than the expected residual volume. It was noted that the physician aspirated 8 ml more than expected. A dye study was completed (B)(6) 2012 and it was determined that the catheter had a kink or occlusion. The entire device system was removed. It was noted there were no patient symptoms because 'the pump had not been delivering appropriately for quite some time but no specific time frame was known." The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).